Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-04671) (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when the patient presented in-clinic for a follow-up, the device could not be interrogated. Additionally, the remaining battery longevity unexpectedly decreased since last follow-up and had prematurely reached eri. Device was explanted and replaced.